Manufacturer narrative:
The ventilator investigated on site by our field service engineer (fse). Fse found out the "low pressure" alarms on start up, greater than 30 secs to reach 52 psi. The maintenance kit was installed and the problem was solved. Fse verified that no low pressure alarms were existing and the unit reached 58 psi in less than 10 seconds. All functional and electrical safety tests were performed and cracked water collection bottle assembly was replaced. Unit passed all tests and was cleared for clinical use. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that compressor alarmed for low pressure. There was no patient involvement. (B)(4).